Manufacturer narrative:
(B)(4). This report is for a user error. The patient stated that the patient line clamp was closed during priming then he connected and started initial drain. This report cannot be confirmed in the lab due to a lack of sample. The patient was feeling discomfort due to air introduction. In a follow up call by product surveillance, the patient's nurse stated that the patient was just in the clinic and therapy was going well with no complaints. Per the report, the root cause is user error/ mis-use. This review found the labeling adequate for the user error in the report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted global technical services requesting assistance on the home choice (hc) machine during initial drain (I-drain). The hp stated he had the patient line clamped during prime then the hp connected and started the I-drain. The hp was feeling discomfort due to air introduction. The technical service representative referred the hp to the nurse. A follow up was done via phone call; the nurse stated that the hp had not informed them about the problem, but she would follow up with him. The hp was just in the clinic and therapy was going well with no complaints. There was no injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.